Event description:
During baxter's functional testing of a spectrum pump, the device alarmed to close door. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed through observation but did not reproduce the close door alarm. The cause was determined to be a failed input/output printed circuit board. The input/output printed circuit board was replaced.